Event description:
It was reported that during a percutaneous coronary interventional procedure, the quantum maverick monorail balloon ruptured at 18 atms on first inflation. The 90% stenosed and calcified lesion was located in the left anterior descending (lad) artery. The procedure was successfully completed with another of the same device. No patient injuries or complications were reported. Patient status is reported as "good."

Manufacturer narrative:
The device has not been received for analysis as of the date of this report.